Event description:
It was reported that the catheter was placed in the coronary sinus but it did not maintain a pressure tracing. They removed the catheter and determined that the balloon was compromised and not holding the volume. This occurred before cpb (cardiopulmonary bypass). The device was switched out for another one.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon lumen and visually the distal balloon bond has delaminated and visually there is a fluid path. Water was introduced through the pressure and infusion lumens and the water flows from where it should. Visually there are no other defects. A device history record review was completed and this device met all specifications upon distribution. A CAPA is open to investigate endoplege distal balloon bond delamination is open and is applicable to this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.